Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 implantable pulse generator (ipg), (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient encountered a pre syncope episode and was hospitalized. The right ventricular (rv) lead exhibited no capture, high impedance, and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.